Manufacturer narrative:
The baxter technician found the switch on user control siderail was stuck. The affinity 3 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance (pm) for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 3 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 3 birthing bed. Check the switches in the side rails to ensure they are functioning correctly. Also check for intermittent operation. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on february 22, 2022. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the siderail board to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that affinity three bed frame head of bed was going up by itself. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.